Event description:
Customer called to report the syringe compartment door kept falling open. Customer feels that the door falling open caused the reservoir to fall out and could cause an infusion of insulin. Customer acknowledged that the device was not in the case at the time of the incident. It was also stated that there was no knowledge of the device being dropped, bumped, or exposed to moisture at any time.